Manufacturer narrative:
The electrode arrived damaged so it failed the hipot test. The hospital contact stated they usually use this 3.5mm insert on smaller patients; in this case the patient was small, but the organs and vessels weren't and the contact stated that it was possible this was not the right size of instrument to use in this procedure due to patient anatomy. It is also possible the grasping portion of jaw covered too much tissue in the back of the jaws and the tissue acted as a conductor. We cannot confirm cause.

Event description:
Allegedly, the doctor was performing a laparoscopic hysterectomy when he noted smoke coming from distal end of electrode; the insulation on the distal end was melted. He removed that electrode and tried another with the same result. The third electrode functioned. He completed the case with no injury to the patient. Patient condition post-op was good.